Event description:
A 21 yom undergoing arthroscopic knee surgery. During the surgery, physician was hand drilling a 2.0mm cannulated drill bit into the left knee when it shattered. Fragments were retrieved. Pt left or and it has now been reported that this pt was kept overnight as a result. Two of the metal fragments were not able to be retrieved.